Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was damaged. There was no indication of damage to the battery cap; however, the user was unable to secure the battery cap to the pump per instructions for use and the yellow o-ring was visible. The battery cap reportedly was replaced approximately 4 to 6 months ago. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: unexplained power on reset (por) events were observed in the black box. The battery compartment was observed to be cracked on the side from the threads to the cover. The returned battery cap threads were stripped and the cap was unable to secure to the pump. Por¿s were duplicated with the returned battery cap. A new test battery cap was used to complete testing. The test cap secured to the pump and the 24 hour duration test was completed. No power interruptions were duplicated when the pump was exercised for 24 hours. The pump cover was removed; no evidence of internal moisture or damage was found to the power circuit. Unrelated to the complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).